Manufacturer narrative:
Follow-up # 1 (06/25/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 06/20/2013 with the following findings: the meter has passed testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging their onetouch ultralink meter was displaying an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on the same day she contacted lfs for assistance at approximately 9-10am. The patient reportedly manages her diabetes with an unknown type/dose of insulin through pump therapy and she denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed that approximately 1 hour after the issue began, she developed symptoms of "vomiting, nausea and dehydration" but despite her symptoms she denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting. Replacement product was sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.